Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release, the valve dislodged into the left ventricle deeply, with the waist of the valve at the annulus. The valve was attempted to be snared but was unsuccessful. A second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.